Event description:
The customer obtained repeatable, unexpected, (B)(6) vitros hbsag results (patient vitros (B)(6) vs. An expected non-vitros (B)(6) result) on a single patient sample while using the vitros eci system. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The affected negative results were not reported out of the laboratory. The customer retested the sample prior to reporting. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that repeatable, discordant, negative vitros hbsag results were obtained when compared to positive non-vitros results from a single patient sample while using the vitros eci system. The investigation could not determine a definitive root cause with the available information.